Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that during usage of this sipap device, the power supply "exploded" followed by smoke coming from the unit. The customer stated that this occurred during pre-use testing and that there was no patient involvement. No harm or injury was associated with this reported event.

Manufacturer narrative:
Evaluation results code: results of investigation: the carefusion failure analysis lab received the suspect power supply board and found that the capacitors on the board were damaged and burnt, verifying the reported issue. The cause of the burnt power supply was noted to be the battery, which was from a third-party vendor. The power supply board and the battery were replaced with new parts. The unit was tested and checked, per manufacturer specifications, and will be returned to the customer.